Event description:
It was reported that during a procedure on a regular loop gortex graft, the basket on the ptd separated from the cable while in the bottom of the graft loop. A snare was used to remove the basket. There were no associated patient complications.